Manufacturer narrative:
On 4/19/2017, the fsewas dispatched adn adjusted the tip removal plate. While the fse was on site, the error appeared. The fse decided to replace the main arm. Quality controls (qc) were ran and all were within range. The aia 2000 was functioning as intended. The probable cause of the event, was main arm pipettor assy. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, the customer reported an error message 4221 main z axis home detection on the aia-2000st. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.